Event description:
Related manufacturer report # : 2017865-2021-35168. It was reported that the patient developed endocarditis. The origin of the infection was unknown. The system was explanted and replaced. The patient was stable.